Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of programmer shutdown. Analysis noted that the ECG connector needed to be re-soldered but was functional, the lower left bullet was worn and the stylus was temporarily not working. All found defective parts were replaced, reloaded and updated software and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shutdown during an operation and only started up again after some time. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned for service.